Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was still sensing and pacing. During the procedure the lead was not replaced. The same lead was reused and plugged into the new device due to access issues. The patient was stable before and after the procedure.